Event description:
It was reported that after this pacemaker was implanted the patient stood up and the pacemaker movement caused the right atrial (ra) lead to lose slack and was pulled up. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported.